Event description:
The customer contact reported that the device alarmed with several s233 (overtemperature-psc) malfunction alarm codes. The device was returned to the biomed dept for multiple s233 errors. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, s233 (overtemperature-psc) malfunction alarm codes were noted in the device history. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device fan was noisy and s233 (over temperature) malfunction alarm codes were noted in the device history. The probable cause of the s233 error code was due to a broken fan assembly. This report represents all the info known by the reporter upon query by hospira personnel.